Event description:
Vf undersensing resulting in failure to rescue; 6 episodes of ventricular fibrillation requiring external defibrillation noted during ems rescue and documented on paramedic runs sheet. However, device only recorded 1 episode of ventricular fibrillation which was treated by device administered internal defibrillation.